Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported to philips that the heartstart xl+ defibrillator/monitor has low energy output. There was no reported patient involvement.

Manufacturer narrative:
Philips received a complaint on the xl+ device indicating low energy output. There was reportedly no patient involvement. The authorized service provider (asp) evaluated the device onsite and it was determined that the device works normally, and no malfunction was observed. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed. The device remains at the customer's site. No further action is warranted at this time.